Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on october 12, 2017, omsc found that the probe of the subject device was broken at 15.5 mm from the distal end. The broken probe tip was returned to omsc. There was a scratch on the probe. Both the probe and the non-insulated part of the grasping section had scratches. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The proximal side of the ptfe pad was worn away. The device history record for the lot indicated no abnormality with the event-related items. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode while grasping thick hard tissue with the distal end of the probe. Since the proximal side of the ptfe pad was worn, the probe contacted with the non-insulated part. As a result, scratches occurred on both the probe and the non-insulated part. The crack developed from the scratch as the starting point when the user output in seal & cut mode or grasped the tissue. Therefore, the error occurred. Besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a hysterectomis under (B)(6), the subject device was used. The generator indicated an error message that there was a problem with the jaw of the subject device. The surgeon noticed that the jaw was broken. The physician exchanged it with another device and completed the procedure. There was no patient injury reported. The subject device was returned to olympus medical system corp. (Omsc) for investigation. As a result of the investigation on october 12, 2017, omsc found that the probe of the subject device was broken at 15.5 mm from the distal end. The broken probe tip was returned to omsc.